Event description:
Customer claimed there was blockage with the pen needles and couldn't receive insulin. Customer had "approximately 15-20 needles that were defective". Customer takes insulin 4x a day and has been going through 6-8 daily.